Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed for part# 03.037.022, lot# f-23353. Manufacturing location: (B)(4), release to warehouse date: apr 12, 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material criteria at the time of release with no issues documented during the manufacturing process. Material 440a with measured hardness (min. 51.0 - max. 523 hrc) within specification of 50 +5/-0 hrc is documented by supplier sphinx ag. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, patient underwent trochanteric fixation nail advanced (tfna) implant procedure. During the procedure, the tip of a cannulated stepped drill bit broke. One (1) fragment was generated from broken device and was retrieved. The procedure was completed successfully with no surgical delay. Patient outcome was reported as good. This report is for one (1) 6mm/9mm cannulated stepped drill bit. This is report 1 of 1 for (B)(4).